Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument had a frayed cable and was not releasing the clip fully. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) received user facility report 5000510000-2022-8058 stating: " xi medium-large clip applier not releasing clip fully. Device malfunction - that is, the device did not do what it was supposed to do; the procedure was a robot cholecystectomy." Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate nor confirm the customer reported complaint of. Failure analysis found the primary finding of could not reproduce and cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A clip test was performed while the instrument was installed on the system and passed. The instrument was fully functional. Visual inspection of the cables at the distal end found no signs of fraying or breakage. The housing was removed from the back end and no damage was observed. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.